Manufacturer narrative:
Voluntary medwatch report received: mw5154192.

Event description:
Voluntary medwatch report received noted that the lead was explanted due to product performance issue. No additional patients effects were reported.